Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 21 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. The insulin pump will be returned for analysis.

Manufacturer narrative:
The event date provided with initial report was incorrect. The correct event date has been provided in this report. The harm code has been updated. (B)(4).